Event description:
8cc removed from inflated bulb and no more would come. Unable to remove cath, cath cut. Pt stood, but unable to remove cath. Dr notified and came in and was able to remove cath with bulb still slightly inflated.